Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a pump error indicating a communication error. They had cleared the alarm. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They inserted a new battery. The device passed the self-test. The error table indicates the insulin pump should be replaced. The customer also stated that the device was constantly restarting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No spi to motor pic communication error alarm noted. Pump had cracked reservoir tube lip and minor scratched display window.